Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem technical support. Customer reported using tubing from autosoft 30 infusion set with a trusteel canula. Customer's blood glucose was 583 mg/dl. Customer administered an insulin bolus via pump to address elevated blood glucose.